Event description:
It was reported that patient was revised on a right hip due to status post femur fracture. The patient suffered a fall and sustained femur fracture.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown securfit stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.